Event description:
A customer reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. New charging supplies were sent to the customer.